Event description:
Pt received burns during iontophoresis stimulation treatment for metacarpus trapeze hemartrosis. Burns classified as 1st degree. Electrode placement was to 1 degree dorsal zone, left hand. Medication delivered through treatment was lidocaine 2% (3 sessions) and betamethasone (2 treatments), dosage 2.0cc. Patient is reported as having no preexisting conditions. The wave form used for treatment was constant current. Intensity was not disclosed. Treatment was interrupted, but progress toward recovery was not impeded. Pt did not require further medical treatment.

Manufacturer narrative:
Device not yet received by manufacturer for inspection and evaluation. Any additional information that may be obtained, will be sent in a follow-up when available.